Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the interconnect cable came apart. Further information was received from the field service engineer indicating that as a result of this issue the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.